Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, the ventricular setscrew could not be tightened properly and the leads were attached incorrectly. A re-intervention was performed 4 days later but ventricular setscrew could not be tightened properly anymore. The pacemaker was explanted and returned for analysis. Another pacemaker was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.